Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss from cylinder. During the explant surgery, the patient experienced typical fluid discharge in the cavernous body. No infection was present. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Corrected date: d4 component details and d10 concomitant product/therapy were switched to address the correct component that was related to this event. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected and leak tested. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed leakage test. Both cylinders were visually inspected and leak tested. The first cylinder had wear at fold in the middle of the cylinder. This cylinder had buckling folds in the distal end and in the proximal end of the cylinder. This cylinder had holes and leaks at corner of a fold in the proximal end of the cylinder. The kink resistant tubing (krt) was worn to filament. The second cylinder had wear at fold in the distal end, in the middle and in the proximal end of the cylinder. This cylinder had a leak from wear in the middle and in the proximal. This cylinder had a hole from avulsion in the middle and in the proximal end. This cylinder had broken fabric threads in the middle. This cylinder had a small hole in the inner tube from wear in the middle of the cylinder. The krt was worn to the filament. The pump was visually inspected, and leak tested. The pump krt was worn to the filament. The pump passed the leak test. Under microscope observation, contamination of bodily fluid was found within the pump. To avoid damaging the test equipment, the pump was not functionally tested due to the contamination. Under microscope observation, the deflation ball was found to be misaligned in the pump. Based on the information available and analysis results, the reported issue that the device stopped working due to fluid loss was confirmed and the cause was traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss from cylinder. During the explant surgery, the patient experienced typical fluid discharge in the cavernous body. No infection was present. The ipp was removed and replaced. No patient complications were reported.